Manufacturer narrative:
It was confirmed that the blue sureform60 reload and the sureform 60 stapler instrument involved with the incident were discarded. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Logs show sureform60 stapler instrument part number 480460-09, lot l91200209-0072 fired six blue sureform60 reloads. All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the procedure. There was nothing in the logs that would explain the reported complaint. Image/video review: no image or video clip for the reported event was submitted for review. Medical review: a review of the event was conducted by an isi medical safety officer and the following additional information was provided: since the patient had a previous bariatric surgery, revision bariatric surgery is associated with a higher complication rate. This complaint is being reported due to the following conclusion: it was reported that after completion of a da vinci-assisted sleeve gastrectomy surgical procedure, the patient allegedly experienced internal bleeding. As a result, the patient underwent exploratory laparoscopic surgery. At that time, the surgeon was able to locate a bleeding staple line on the stomach as the source of bleeding. The staple line was repaired with sutures . The cause of the reported failure is unknown at this time. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient allegedly experienced internal bleeding. As a result, the patient underwent exploratory laparoscopic surgery on (B)(6) 2020. At that time, the surgeon was able to locate a bleeding staple line on the stomach as the source of bleeding. The staple line was repaired with sutures . The patient was an obese female and had previous bariatric surgery. The staple line had been performed using a sureform stapler 60 blue reload during the procedure on (B)(6) 2020. An intuitive surgical, inc. (Isi) clinical territory associate (cta) was present during the da vinci-assisted sleeve gastrectomy procedure. It was confirmed there were no related system errors that had occurred during the procedure. The procedure was completed successfully, and there were no reports of any intra-operative complications. The sureform stapler 60 blue reload and the sureform 60 stapler instrument used during the sleeve gastrectomy will not be returned for evaluation as they were disposed of by the site. On 9 & 15-oct- 2020, isi obtained the following additional information regarding this event: the sureform stapler 60 blue reload and the sureform 60 stapler instrument were inspected prior to use. The surgeon did not encounter any issues with the stapler instrument or reload during the procedure. The staple line was oversewn with vloc on the upper part of the stomach, but not in the location where the bleeding was observed. There were no malformed staples. The target tissue was stomach. The tissue was not calcified, and was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension, and no tissue bunching was noted. The site believes that the post-operative complication occurred due to the stapling not being correctly performed. However, this was not confirmed as the site stated that the da vinci procedure potentially caused or contributed to the bleeding. A video recording of the procedure is not available for isi review. The reported blood loss was estimated to be 900 milliliters. The patient was transfused two units of blood. The patient was discharged on (B)(6) 2020.